Event description:
Related to MFR report no.: 2183959-2014-00196, 2183959-2014-00197, 2183959-2014-00198, 2183959-2014-00200. It was reported the patient had her perigee graft revised in (B)(6) 2010. It was further noted the patient was using estrogen creme. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: (B)(6) 2010.